Event description:
It was reported that during an implant procedure on (B)(6) 2022, multiple introducer sheaths failed to slit correctly resulting in left ventricular (lv) lead dislodgement. The lv lead was not used and the physician elected to complete the procedure with a different lv lead. The patient condition was stable.